Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the cause of the oral and lip puncture injury? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is mean by ¿the suture does not fall off¿ on post op day 2? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent debridement and suture of oral and lip puncture injury under local anesthesia on (B)(6) 2021 and suture was used. After debridement, roxithromycin was given orally to fight infection. On the first day after surgery, the patient complained of swollen and painful lips and burning sensation. Physical examination: t: 36.3. The mucous membrane of the lower lip is swollen, the suture does not fall off, and the mucous membrane around the suture is red and swollen. Consider allergic reactions. Cefuroxime sodium for injection was given to strengthen anti infection, dexamethasone was given to anti inflammation, and 3% hydrogen peroxide was given to change local dressing twice a day. On the second day after surgery, the patient complained of relief of lip swelling and pain. Physical examination: the mucous membrane of the lower lip is swollen, the suture does not fall off, the mucous membrane around the suture is red and swollen, and pus overflow can be seen during extrusion. Partial suture was removed, 3% hydrogen peroxide was used for local dressing change, cefuroxime sodium for injection and ornidazole sodium chloride were used to strengthen anti infection, dexamethasone anti-inflammatory and ethacridine lactate solution were used to disinfect the wound. On the fifth day after surgery, the patient complained of lip swelling and pain, which was significantly relieved. Physical examination: the lower lip mucosa has no obvious swelling, the suture has not fallen off, the mucosa around the suture is slightly red and swollen, and there is no purulent overflow after extrusion. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure---male, 23 year old, other information is unk. The diagnosis and indication for the index surgical procedure?----lip injury what was the cause of the oral and lip puncture injury?---unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?--unk. On what tissue was the suture used?---unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)?--unk. How was the suture placed (interrupted or continuous)?--unk. How was the suture originally tied (multiple knots, square knot, etc.)?--unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?--unk. What is mean by ¿the suture does not fall off¿ on post op day 2?----the suture was sewed in the tissue. Were any pre-op cleansing procedures or products changed recently? If yes, please describe.---unk. Does the patient have a known allergic history to any medical devices, food and/or medication?--unk. Was allergy testing performed? If so, please describe with results. --unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?--unk. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?---please refer to event description. Were cultures performed? If so, please provide the results.---unk. How much and what type of drainage is present in this wound?----unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?--according to the feedback of the sales, it is unk. What is the patient's current status?---the patient's condition was much improved on november 14, 2021. No follow-up information is obtainable. Are there any photos available?---no. If applicable, will product be returned? If so, please provide the return date and tracking information.----no.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: actual customer complaint sample or same batch representative sample are not returned. DHR reviewed and no issue found. Since product sterility might also cause medical patient related issue, sterilization reports were reviewed and absorbed dose met product release standard. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Device history review: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.